Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a faulty generator board. In addition, the front panel was damaged with a cracked right-side corner. There were scratches on the housing covers. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem (e433 error message) likely occurred due to the following: 1) malfunction of the electrosurgical generator (esg-400) due to interspersed electromagnetic interference fields. 2) the user operates the footswitch while the generator is booting. 3) defective foot switch. 4) defective foot switch. 5) defective cable connection between the high voltage power supply (hvps) board and generator board. 6) defective cable connection for the output signal between the generator board and relay board. 7) defective current transformer on the generator board. 8) defective impedance transformer on the generator board. 9) defective peak rectifier on the generator board. 10) insufficient output voltage due to poorly switching high frequency output stage on the generator board. 11) no or insufficient supply voltage from the hvps board. 12) defective motherboard. 13) defective motherboard. 14) defective transient voltage suppression (tvs) diodes on the relay board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. A follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A biomedical engineer reported to olympus, the electrosurgical generator displayed an e433 (permanent reboot/temporary failure) internal error. There was no report of patient harm associated with this event.